Manufacturer narrative:
Claim# 733478.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 , -9.5/1.5/068 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Patient felt uncomfortable and could not get used to lens(uncomfortable). Lens explanted on (B)(6) 2023. Problem resolved.